Event description:
It was reported, that "there was a piece of plastic on the obturator and it got stuck on the tube". There was no reported pt injury and/or change in therapy. A device was returned to the mfg facility and was forwarded to the analytical lab for analysis and investigation. Reference section h.6 and 10 for eval results.